Event description:
Baxter japan reported "the female connector was not fixed on the main body" of the transfer set. This was noted during use with no patient injury or medical intrervention reported by the complaint coordinator.